Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va2xwu1, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 28-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the lead stimloc buckle was found to be deformed. Environmental/external/patient factors that may have led or contributed to the issue and troubleshooting performed are unknown. The new lead 3389s-40 was replaced on the same day to complete the operation. The issue was resolved. No symptoms were reported. No surgical intervention occurred or is planned.